Event description:
Further evaluation of the file indicated that than a less than a month after the ins was implanted, the patient's surgical lead had 3 broken wires and loss stimulation. See also manufacturer's report #3004209178201108500 for patient's prior ins issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation from their implantable neurostimulator (ins). There was no accident or incident reported that was related to this event. It was also noted that the ins was "rubbing" against his belt line. The entire ins system was then replaced. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 748951 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: 2012-(B)(6) product typ extension product ID 748951 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: 2012-(B)(6) product typ extension product ID 3998 lot# lb5433 serial# implanted: 2003-(B)(6) explanted: 2012-(B)(6) product typ lead. (B)(4).